Event description:
This case was received from a nurse on 10 march 2003 and submitted as a 30-day alert. It was subsequently discovered that this report was a duplicate of case received on 3 april 2002. The previous case will be deleted from the database. Initial info was received on 3 april 2002 from a pt's lawyer: attorney sent summons and complaints on behalf of the client who allegedly purchased and took a "defective" hyalgan (sodium hyaluronate) and suffered personal injury, wage loss, hospital and medical expenses, and loss of earning capacity. Attorney reported that pt's injury was "the legal result of: strict liability, negligence, and breach of warranty of sanofi-synthelabo. Pt is seeking compensatory damages." No other info was provided. Pt was given an injection of hyalgan while in the doctor's office. When the doctor left the room, the pt said that they fainted, fell and hurt themself, including some damage to their teeth. There may have been some back pain also." Sodium hyaluronate was initiated for osteoarthritis in 2002. The event occurred after an injection of sodium hyaluronate in an unspecified site. The physician and the nurse left the pt in the room alone. A few minutes later, the pt got up from their chair and felt dizzy when they walked. They passed out and fell on their face. They lost several teeth. They injured their shoulder and had a long recovery. They were hospitalized but was treated in emergency care. At the time of this report, they had recovered.